Event description:
It was reported that the instrument tip became separated from the shaft upon first use. No excessive force was used. No pt injury or impact was noted.

Manufacturer narrative:
This medwatch report is being filed after a retrospective review of service and repair returns for this product; we are filing this MDR for notification purposes. No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter. Multiple attempts to obtain the required info were made. (B)(6). (B)(4). Product labeling indicates the device is to be used for soft tissue. Neither the device nor applicable imaging films were returned for eval, therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without add'l device info.